Manufacturer narrative:
Intuitive has received the instrument associated with this complaint and completed investigations. Failure analysis investigations revealed that the instrument was found to have failed intuitive motion test. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The instrument would go the opposite way of the mtm input commands. The root cause is not determinable/applicable. While on the system, the instrument clamped, fired and unclamped without any issue. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have failed the engagement test based on the review. The root cause is not determinable/applicable. The instrument was found to have binding of the roll bushing. Friction is observed when manually rotating the main tube. No signs of corrosion found on the roll bearing. Root cause of this failure is attributed to manufacturing. Signs of corrosion were found on the instrument bearing. Bearing found at the proximal end of the main tube exhibits orange discoloration. Root cause of this failure is attributed to transport/storage. The instrument will be transferred to engineering for further investigation of the intuitive motion failure. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per log review, the following was confirmed: sureform 60 stapler (part # 480460-09/l90220324 0066) was last used on (B)(6) 2022 via system sk (B)(4). The instrument had 11 use remaining after the last use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the sureform 60 stapler did not respond to the surgeon console direction and was doing opposite motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the staff encountered engagement issues with a stapler, so they swapped to a backup. The stapler that failed engagement has already been returned. The new stapler moved in opposite directions than the surgeon's manipulation. The jaws worked normally. They had stapled tissue several times before the unintuitive motion issue occurred. After it had happened two or three times, the surgeon swapped to a backup stapler and the issue did not return. Each occurrence was with the same arm and instrument. The drape was not exchanged and it is not available for return. There are no procedure images or video available for isi review. The procedure was a robotic gastric bypass, cholecystectomy, hiatal hernia repair.

Manufacturer narrative:
Correction to the failure analysis results that were previously provided: there were no signs of corrosion found on the roll bearing.

Event description:
Refer to h10/h11 for follow-up information.